Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: dirt on a handle. The probable root cause could be too much cyclohexanone during manufacturing. The reported failure mode will be monitored for future reoccurrence. Mfg date: may 24, 2016. (B)(4).

Event description:
It was reported that there was dirt on the handle.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was dirt on the handle.